Event description:
Information was received from a company representative (rep) regarding a patient receiving saline via an implantable pump. It was reported there was a programming error by putting the remove section from the spinal segment of the catheter when it was actually the pump segment. It was reviewed if it was fully aspirated and water was in the pump no patient harm would occur. It was confirmed there was no therapy issues. It was reported the physician would be contacted to correct the right side where the catheter was removed. It was stated the total implanted volume was correct, but it just needed to corrected to which if it's the spinal segment or the pump segment. Additional information was received from a company representative (rep) stating the length removed during programming was from the spine segment not pump segment. The total length and therapy were not affected. It was reported the patient was using the samsung handset, and the software version was unknown due to just being issued and no personal therapy manager programming was set up at the time. Patient weight was asked be remains unknown. At the time of this report the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog product type programmer, patient product ID neu_ptm_prog product type programmer, patient . Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# implanted: explanted: product type software product ID a810 lot# serial# im planted: explanted: product type software product line item corrected from patient programmer to clinician programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.